Event description:
It was reported that patient complained of knee stiffness. Took out 5537-g316 and implanted 5537-g311.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that patient complained of knee stiffness. Took out 5537-g316 and implanted 5537-g311.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The exact cause of the event could not be determined because limited information was provided. The returned device and medical records are needed to fully investigate the event. No further investigation for this event is possible at this time.